Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home: 1900 n highway 201 mountain home ar 72653 united states. Vantive healthcare - dominican republic: carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during use of an amia cassette. This was described as the caregiver (cg) was able to set up and start treatment, however, the cg ¿found a leak, one of the bags had disconnected¿. As a result, the cg ended the treatment session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.